Manufacturer narrative:
The investigation has determined that a higher than expected calcium (ca) result was obtained from a non-vitros mas quality control fluid processed using vitros chemistry products ca slides lot 0329-0641-4072 on a vitros xt 7600 integrated system. The assignable cause of the higher than expected vitros ca result is a suboptimal calibration. The slope and intercept values of the initial calibration for vitros ca reagent lot 0329-0641-4072 were abnormally high compared to the release values. After the reagent was recalibrated the parameters of that calibration were determined to be typical. The quality control results processed after the recalibration event were deemed acceptable. The cause of the suboptimal calibration is unknown. However, a possible cause is improper storage and use of the vitros cal kit 1 lot 0152. The customer¿s initial protocol was to aliquot the reconstituted fluids and store them frozen for future use. According to the vitros cal kit 1 instructions for use, once the vials are reconstituted, the product should be used immediately or stored in the refrigerator. Reconstituted vials stored in the refrigerator are stable for < or = 24 hours if tightly stoppered. However, the ortho tsc was unable to confirm whether the suboptimal calibration was obtained using freshly reconstituted vials of vitros cal kit 1 lot 0152 or using vials that had been previously reconstituted and improperly stored frozen. Historical qc results for vitros ca lot 0329-0641-4072 were not available as it was a new lot being put into use by the customer. After vitros ca lot 0329-0641-4072 was recalibrated using freshly prepped calibrator fluids, post calibration qc results were within expectations. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ca reagent lot 0329-0641-4072. Although precision testing was not performed on the vitros xt 7600 integrated system an instrument related issue is not a likely contributor of the event as vitros ca reagent lot 0329-0641-4072 yielded acceptable qc results in combination with the vitros xt 7600 integrated system after a recalibration event without any known troubleshooting actions being performed on the instrument.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected calcium (ca) result was obtained from a non-vitros mas quality control fluid processed using vitros chemistry products ca slides lot 0329-0641-4072 on a vitros xt 7600 integrated system. Mas omni-core lot 2406 level 1 result of 106.7 mg/l vs. The expected result of 61.9 mg/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ca result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).